Event description:
It was reported that the patient experienced hyperglycemia after breakfast with ilet cgm readings up to 261 mg/dl and concurrent blood glucose meter values around 234 mg/dl, without device alerts; the patient uses a 23" 6 mm infusion set and was guided to perform a fill tuning to confirm insulin delivery, then advised to change all supplies if glucose did not decline, after which glucose returned to 90 mg/dl. Symptoms included hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.